Event description:
It was reported that there was a patient fall resulting in an unspecified injury. Upon evaluation, there were no defects found with the product which could have caused or contributed to the alleged fall. Injury details have been requested but not provided at this time.

Manufacturer narrative:
The completed investigation identified that the fall resulted in no adverse consequence to the patient.

Event description:
It was reported that there was a patient fall resulting in no adverse consequences. Upon evaluation, there were no defects found with the product which could have caused or contributed to the alleged fall.